Event description:
The pt experienced pain at the implantable neurostimulator and wire locations. The implantable neurostimulator stimulation sys was explanted and not replaced. The pt was being treated with oral medications. Her status was reported as 'recovered without sequela'.